Event description:
During a remote follow-up, loss of capture, far-field p-wave oversensing and decreased r-wave amplitude variation were detected on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable.